Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (won't charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery pca board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem (B)(4) was unable to charge a battery pack.